Event description:
Doxorubuon - 79.2 mg, vincristine - 3.1 mg, sodium chloride - 7.3 ml. Infusor prepared in pharmacy. Drug appeared in line, but drug would not continue to run, at a stop at end of line.